Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 400 mg/dl at the time of incident. Customer's current blood glucose was 159 mg/dl. The customer stated they did not have any symptoms of high blood glucose at the time of the call. The customer reported they were unable to control their blood glucose with bolus deliveries. The customer declined to complete troubleshooting as they did not want to change their infusion set. The insulin pump will not be returned for analysis.